Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an open umbilical hernia repair procedure on (B)(6) 2016 and the mesh was implanted. Following the procedure, the patient experienced abdominal pain, distention, and irregular bowel movements. These symptoms developed gradually after three or more months after the surgery. Additionally, the patient is experiencing irregular periods, as well as headaches and migraines since the procedure. The patient has scarring that is purple and red with some hardening at the incision site. The patient was diagnosed with irritable bowel syndrome. It was also reported by the patient that she is being treated with prescription medication for the bowel symptoms but there is no improvement. The patient has been treated at urgent care facilities for pain and distension where pregnancy was ruled out. Ultrasound has been done, but no other imaging. The patient is currently being treated by specialists and seeking other medical opinions and treatment as advised. Additional information has been requested.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.